Event description:
Recently we made a process improvement team (pits) form out for defective nail polish remover pads being not effective. They were returned to supply chain and we received a new supply, which also deemed ineffective. We obtained new pads from every department in the hospital that had them, and all were ineffective at removing the polish. The policy states we need to have nail polish removed on affected extremity. The patient's husband left, bought a bottle of remover, and the polish promptly came off.